Event description:
We received a report that a tecnis zcb00 21.0 diopter intraocular lens (iol) was explanted from the patient's right eye after he experienced anisometropia. The reported indicated the surgeon targeted -0.3 and ended up at +1.50 sphere. The lens was explanted, a 23.50 diopter lens was implanted and now the refractive outcome is -1.50. The reporter indicated the patient has some corneal edema and it may be too early to know the final visual outcome. The reporter asked to verify the diopter power of the explanted iol.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens sample was returned to manufacturer for evaluation. Visual inspection with the unaided eye showed the lens was cut in half. The lens condition is consistent with a lens that was explanted from the patient¿s eye. Due to the damaged condition of the return sample, no further product testing could be performed. A manufacturing record review was performed; no deviation was identified or non-conformance report (ncr) was generated during the manufacturing process. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction and specifications. All tests results showed a pass condition. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.